Event description:
Boston scientific crm received information from a boston scientific field representative that this lead was part of a system explant due to device pocket erosion that resulted in an infection. A replacement device, and right ventricular and left ventricular leads, were successfully implanted with no adverse effects. An atrial lead could not be implanted because the patient was in atrial fibrillation at the time of the procedure and the physician was unable to identify a stable position with good sensing.

Manufacturer narrative:
This report will be updated if additional information is received.